Manufacturer narrative:
The end user reported that the ac power module was replaced to resolve the issue. There was no ge healthcare repair.

Event description:
It was reported that there was a malfunction resulting in loss of ventilation during a case. The unit was replaced and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. D4 field then in h11 add - d4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.